Manufacturer narrative:
Device was not returned for additional evaluation and investigation as the device was discarded after explant. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. The root cause of the possible infection is unknown. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump and catheter explant due to possible infection of the pump and catheter sites. Cs stated that cultures of both sites were taken at explant and that both the pump and catheter were disposed of at the facility. This MDR represents the catheter explant, while MDR 3010079947-2020-00368 represents the pump explant.